Event description:
It was reported that wehn the device was used during a hemorrhoidectomy, the device did not fire the staples. Surgeon completed the case by hand suture. Extended or time over 60 minutes and hospital admission was extended more than five days.